Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. External and internal visual inspections of the returned cycler showed no signs of physical damage or any other discrepancies. The cycler passed a simulated treatment (pre-accelerated stress test) for 15 minutes with 1000ml. There were no indications of a burning smell found during the above inspections and testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was unconfirmed and the cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The ok, stop keys and touchscreen were pressed, but the screen remained blank. The patient rebooted the cycler, ok and stop keys lit up, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.